Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the patient underwent a PICC catheterization on (B)(6) 2025 and was admitted to the hospital on (B)(6) 2025. On (B)(6) 2025, when administering medication intravenously, the patient was found to be leaking from the puncture site. Upon inspection, it was found that the catheter had fractured and could no longer be used. After comprehensive assessment, the patient's PICC was removed. Intended treatment of the disease or effect: patients with malignant tumors. No further information provided.